Event description:
The pump was returned for investigation. Investigation revealed contamination found under the contrast and up arrow key contacts when the keypad cover was removed. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a contamination found under the contrast and up arrow button key contacts when the keypad cover was removed. The keypad buttons were found to be responsive. There was no damage found to the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).